Event description:
It was reported that cartridge change errors occurred with multiple cartridges. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer required assistance from parent to administer a correction injection via manual insulin therapy due to the customer being weak/lethargic. Customer was able to load a new cartridge from a different cartridge box and resume insulin therapy.